Event description:
It was reported that implantable cardioverter defibrillator (ICD) was planned to turn off therapies due to hospice. In addition, local representative noticed that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.